Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Not sure, I wasn't there. Surgeon could hear hissing sound. What was the gas consumption rate or volume (liter/minute)? Not sure. Were you able to identify where the leak was coming from? Yes, the seal. Was a device inserted in the trocar during the leaking? If so, what device? Rf, 5mm graspers. Was any torque being applied to the trocar or device? Yes, graspers were used to retract and move tissue.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon reported leakage. Despite putting his finger on the seal, it still leaked. The surgeon used this same device for the duration of the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?